Event description:
Patient was admitted with dvt with a baseline pt at 11.5 secs. And aptt at 25 secs. Patient put on a heparin drip, one day later, a 6 am draw was run on the acl 9000 at 7 am. Instrument error was obtained for pt so run in extended mode with a result of 163 secs. Aptt result was 79 secs. Noon draw was run on acl 9000 at 1 pm. Instrument error again for pt result so rerun in extended mode, but no result. Although the user realized that the result was not valid, they reported > 150 secs. To the floor at 1:20 pm. At 1:30 pm, the sample was run on another instrument and the pt result was normal at 13 secs. The floor was notified, but the patient had already been given vitamin k. The patient had chest pain at 6:30 pm followed by a pulmonary embolism, but did not survive the event. Per the reporting site. The patient involved was subsequently released from the hospital. There have been other similar events since the instrument was serviced.